Manufacturer narrative:
Other text: additional information b5 d4 catalog number d5 h6 and h6 heic. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The reported complaint was verified after the device was power on and returned monitor with an occlusion error. Visual inspected the monitor, found the 10 inch tube on the back of the device kinked. The kink tube was swapped with a good known test tube. Performed flow rate test and the reading was at 156 milliliter (ml)/min (spec: 150 +/-20 ml/min.). The root cause of the reported issue was found to be a kinked 10 inch tube cause by the user. The technician replaced 10 inch tube.

Event description:
Additional information received via email 05-nov-2021: date of event is unknown, discovered while in use, no adverse effect.

Event description:
It was reported that a smiths medical capnograph had a constant occlusion alarm. No adverse patient effects were reported.